Event description:
Allegedly, the patient underwent a laparoscopic robotic hysterectomy and bilateral salpingo-oophorectomy for uterine fibroids where a karl storz power morcellator was used. Shortly after the procedure lms was diagnosed through pathological analysis. Ms. (B)(6) underwent chemotherapy treatment but due to the cancer rapidly and aggressively spreading, she died under hospice care on (B)(6) 2014.

Manufacturer narrative:
There was no indication of a malfunction of the device.